Event description:
A hospital in (B)(6) reported that the mr850 heater base displayed the low humidity alarm during use with an rt345 breathing circuit. The problem was solved when the breathing circuit was exchanged for another one. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult breathing circuit was not returned to fisher & paykel healthcare (B)(4) for inspection. It had been discarded at the hospital as it was used on a patient with an infection. Results: from the description of events, it appears that the breathing circuit was functioning normally initially, but that the electrical continuity became faulty after a couple of days, preventing the heater wire from heating and causing the low humidity alarm. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. The hospital stated that the failure occurred after the circuit had been in use for about 48 hours. It is possible that the inspiratory heater wire became open circuit while in use.